Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced air bubbles in the reservoir and high blood glucose of 15 mmol/l. Customer treated herself with insulin pump and manual injection. Customer also stated that she has not received any alarms from the pump. Troubleshooting was performed, but it is unclear if they can purge them out. Customer is not calling back to perform an hp test.the product will not return for analysis.